Event description:
The hosp reported helium loss alarms. Field service evaluated the console and determined that there was a leak at the pump assembly. The pump assembly was replaced. There was no further info.

Manufacturer narrative:
.